Manufacturer narrative:
The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was not being completely displayed in the pump history. Additionally, the pump shutdown unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. The customer's blood glucose (bg) level was over 500mg/dl. Customer administered a manual injection to address bg level. Reportedly the customer continued to use the pump for insulin therapy.